Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Functional testing indicated the deflection worked as per specification. The stopcock distal end luer was completely attached to the side port tube proximal end. The reported issue has not been confirmed through visual inspection and testing. The device passed the returned product inspection as per specification.

Event description:
Information received by medtronic indicated that the 3-way stopcock disconnected from the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.